Manufacturer narrative:
Evaluation results: one cadd solis pump was returned for investigation. The pump had a damaged lens. A review of the event history log revealed the following: (B)(6) 2019 8:13:50 am air detector on/off changed from off to on. (B)(6) 2019 8:13:58 am air detector sensitivity changed from low to low. (B)(6) 2019 8:14:08 am medium alarm displayed: cannot start pump. (B)(6) 2019 8:14:11 am medium alarm acknowledged: cannot start pump. A sensor test was performed and the customer reported product problem was confirmed. The product problem was traced to the main pcb. The investigator believed this was a supplier related issue. The pcb was replaced as a result.

Event description:
It was reported that the device displayed an "air in line" alarm that did not clear. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available a supplemental report will submitted.